Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; a lot of biological debris noted in the valve and proximal connector, and catheter. The valve was hydrated. The valve was tested for programming and failed. The valve could not be flushed due to proximal connector blocked with biological debris. The valve could not be leak tested due to proximal connector blocked with biological debris. The valve could not be reflux tested due to proximal connector blocked with biological debris. The siphon guard was removed and tested, and it was blocked with biological debris. The valve was dismantled and was examined under microscope at appropriate magnification: the biological debris was found on the rotation construct, on the ruby ball, on the helical spring, on the flat spring of cam/ball arm assembly and on the titanium axle helical spring rotating construct. The root cause for the problems found during investigation is due to the biological debris found on the rotation construct, on the ruby ball, on the helical spring, on the flat spring of cam/ball arm assembly and on the titanium axle helical spring rotating construct, also blocking the proximal connector as well as the catheter. A review of the history device records was not possible as the lot number is unknown. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the valve was implanted in 2018 via vp. Then ventricular enlargement was confirmed. The surgeon attempted to change the setting of the valve but the situation did not improve. Therefore a revision surgery was performed on (B)(6) 2019. The new certas is 82-8806. The patient is a female whose initial is (B)(6). The valve was implanted due to secondary normal pressure hydrocephalus. The level of csf protein is within the range. It was confirmed that blood and debris contaminated into the spinal fluid. No further information was provided by the hospital. The product will be returned to your site.